Event description:
It was reported that the pump was dropped and the touch screen became shattered and unreadable. Reportedly, the pump had a red line running across the touchscreen display. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.